Event description:
It was reported that during engineering evaluation, it was observed that the protective footplate on the craniotome device had been drilled into and was bent. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter, attachment, and drill were assembled improperly. Therefore, the reported condition was confirmed. It was determined that this was caused by failure to follow instructions for use. The assignable root cause was due to misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.